Event description:
It was reported that patient reached out via social media to state he has an inflatable penile prosthesis (ipp) device that is not working. He would like to be contacted regarding the issue.

Event description:
It was reported that patient reached out via social media to state he has an inflatable penile prosthesis (ipp) device that is not working. His pump gets stuck 50 percent of the time. Sales re has reached out to the patient and in his opinion, the pump is placed in a very posterior area. Rep has shared this information with the physician and he thinks he could resolve both issues by replacing the pump only. This surgery has not taken place yet.